Manufacturer narrative:
Lumenis received a foreign user facility submitted cfda report (B)(4) on 22-dec-2019 regarding an event that allegedly happened on the (B)(6) 2019. During a procedure for a larynx mass in which a lumenis acupulse 30w laser system was being utilized, the aiming beam was weak and the procedure was stopped. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition. Lumenis investigated the reported event by contacting the reporter to request more information about the event; despite reasonable attempts, only partial information was received other than the initial report. The system was installed at the customers site on 29-oct-2014. A review of historical product complaints from the past two years shows that the same issue of damaged mirrors has not led to serious injury. A lumenis service engineer visited the site after the reported event. After inspection of the system, the engineer found mirrors 1, 5, 6, and 7 broken in the arm , coolant water was lower than normal, coolant tank and micro-switch were broken,the engineer replaced all broken mirrors, coolant tank and micro-switch, added coolant water ,checked energy output, the laser was found to have met manufacturer specifications and was returned to the facility safe and operational. The user facility does not have a lumenis service contract, and it is unknown if the system had a pm service by a 3rd party and whether that might be the cause of this low coolant level and damaged mirrors. A review of system risk files (rd-1148040 rev m) revealed risk #10.5 " device malfunction" which have the potential to lead to re operation". The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. In this case, the patient was awakened from anesthesia, the procedure was cancelled, although there was no report of injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution, lumenis is reporting this event. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
Lumenis received a foreign user facility submitted cfda report (B)(4) on 22-dec-2019 regarding an event that allegedly happened on the (B)(6) 2019. During a procedure for a larynx mass in which a lumenis acupulse 30w laser system was being utilized, "it was found that the light guiding spot of the laryngeal tube was not bright". Unable to continue operation, the procedure was cancelled and the patient had to be woken up from anesthesia. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.